Manufacturer narrative:
Device has been repaired and return of the device to the customer is anticipated. The micropaq monitor is intended for use by clinicians for single or multi-parameter vital signs monitoring of ambulatory or nonambulatory pts in health care facilities. The monitor operates as a bedside monitor or can operate with an acuity central station through connection to wireless communications networks. The device showed ECG thread error 0x804. The top case of the micropaq was melted. Welch allyn confirmed the plastic damage. The actual device was evaluated, tested and the investigation determined that an inductor residing on the main pcba overheated from shorted turns of its windings. The overheated inductor melted the front chassis plastic. The main pcba and the top plastics were replaced to restore device operation. The device subsequently passed all acceptance testing. The customer received a replacement unit from the exchange pool.

Event description:
The unit has ECG thread error 0x804. Teh top case of the unit is melted. No pt involvement.